Manufacturer narrative:
Hamilton medical ag complaint number: cer (B)(4). Initial report: the initial report was originally submitted on date (B)(6) 2024. For some unknown reason hamilton medical ag never received an acknowledgement notice.

Event description:
The following has been reported zo hamilton medical ag on (B)(6)2023. Customer reports, that the wheel fell off. Damaged/missing or loose wheels can cause the trolley movement wobbly and risk its stability during transport. Faulty/damaged wheel itself does not affect the ventilator function. No interruption of ventilation or medical intervention was reported. This record contains no information of patient involvement. The state of ventilator when the issue was first identified is unknown. Neither harm to patient, user or third party nor a treatment delay was reported.

Manufacturer narrative:
Hamilton medical ag complaint number: (B)(4). Follow-up 2 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g1, g6, h2, h4, h11. The trolley used with the hamilton-t1 ventilator was reported to have a loose wheel that detached from the assembly. The event occurred at a hospital facility and was not associated with patient use or active ventilation. Consequently, the event did not cause or contribute to a death or serious injury to a patient. The issue was limited to the mechanical integrity of the trolley. The issue was attributed to a loose wheel on the trolley. A replacement trolley wheel with brake was sent to the customer.

Event description:
The following has been reported zo hamilton medical ag on (B)(6) 2023. Customer reports, that the wheel fell off. Damaged/missing or loose wheels can cause the trolley movement wobbly and risk its stability during transport. Faulty/damaged wheel itself does not affect the ventilator function. No interruption of ventilation or medical intervention was reported. This record contains no information of patient involvement. The state of ventilator when the issue was first identified is unknown. Neither harm to patient, user or third party nor a treatment delay was reported.